Manufacturer narrative:
The pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored and no battery last less than expected alarm noted during testing. However, hardware low level failures alarm during self test and confirmed in the pump history due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alerted frequently low battery troubleshooting was done for low battery alarm. The customer reported again with low battery within one week of previous troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.